Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by network interruption. The technical service engineer confirmed that information technology team had changed duplex settings on the switches to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, there was communication issue, station on critical override. The customer reported that issue occurred when dispensing medications to patient. There were no adverse events or injuries reported based on this event.